Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
At an unspecified time during ivtm therapy patient rewarming phase, the thermogard console displayed an airtrap alarm. Upon inspection, evidence of fluid around the start-up kit (suk) airtrap chamber was observed. Following this ivtm therapy was discontinued as the patient had already reached normothermia and target rewarming temperature had already been achieved. The reporter was unable to provide further details regarding the event. No known impact or patient consequence was reported.